Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 432mg/dl. The customer treated with manual injection. The customer states the buttons were unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted.